Manufacturer narrative:
Evaluation summary: five used devices were returned to merit for evaluation. One of the devices was non-functional upon return due to excess fluid inside the housing. Four devices were functionally tested and no drift was found. However, two of the units exhibited intermittent readings, which is a manufacturing related error for which an additional inspection step has been added. The complaint was not confirmed; therefore, no conclusion can be drawn. The device history record was reviewed and no specifications deviations were noted.

Event description:
The complainant reported that at the start of the case the transducer zeroed and then it drifted and "went bad". There was no harm or injury to the patient. The complainant reported that there were 20 defective devices; however, details were only provided for one event. It was reported that there were failures with an unknown lot of one catalog item and 2 lots of another catalog item. There will be 3 MDR reports submitted for this complaint. The other 2 reports are: MDR #1721504-2007-00041 and MDR #1721504-2007-00043.